Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards learned via the implant patient registry that a second device, a 23mm transcatheter valve, was implanted into a 21mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the intervention was two months and seventeen (17) days. Both devices remain implanted. Through follow up with the health care provider, it was learned the 21mm aortic pericardial valve was showing signs of regurgitation. It was stated tte and tee revealed prosthetic valve regurgitation - never saw all 3 leaflets functioning normally. Patient struggled considerably after her original implant with copd and required high flow oxygen for over a week. Post-tavi tee indicated the previously present regurgitation was resolved with no ai. Final peak gradient was 3mmhg and mean gradient was 2mmhg. Patient tolerated the procedure well and was transported to pacu in good condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The health care provider indicated this valve presented with regurgitation. There are many factors that could result in the failure of a bioprosthetic valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically disabled using a valve-in-valve intervention because they are not functioning optimally. In this case, there is insufficient information regarding the condition of the device to comment on the root cause for failure of this valve. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.